Event description:
It was reported that three 512st were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the gasket was torn. This produced carbon dioxide leakage. The pt then had a permanent insufflated with new carbon dioxide and this caused the patient's temperature to drop. This consequently meant the patient had to be incubated longer than usual. There was no permanent disturbance of health.